Event description:
It was reported ongoing occlusion alarms occurred. The customer's blood glucose level was 116-300 mg/dl. The customer resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.